Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient had vague neurological symptoms such as unsteady feet, weak in the head. They had a possible stroke. The caller wasn¿t sure if the patient¿s therapy was on or not. There was an additional call received from another hcp reiterating that the patient had a stroke. The caller didn't know when it happened, but they were administered into the ER overnight. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient around 2 am was lying in bed and got up to go to the restroom. When they got up they felt like they were falling to one side. They believed it was to the left. They would hang onto the wall or dresser. When they got up later in the morning it persisted. The patient then went to the emergency room and the sensation had resolved. They didn't have vertigo, but they were struggling with sleep. They recently tried a medication without relief. They were also having some tinnitus in their left ear. They were supposed to have a sleep study. They recently went to (B)(6). Their impedance settings were checked multiple times and the contacts were changed. They had significant improvement with tingling in the left hand with that and had persisted. Their tremor control was adequate. They were directed present and supervised interrogation of the deep brain stimulation system. Impedance was elevated. All other settings were acceptable, and they were not currently using any other contacts with a higher impedance. Neurological exam: speech and cognition were normal. Cranial nerves 2 - 6 were intact. There was no ny stagmus. Barany¿s maneuver was negative. Motor, cerebellar and gait testing were normal except for a grade 1 postural kinetic tremor. The patient had an episode of ataxia. The doctor¿s suspicion was that it was vestibular. They couldn't rule out the possibility of it being a transient ischemic event. With the impedance being high they couldn't do an MRI. Considering that they were going to do a cta. They would continue aspirin for now. Regarding the insomnia they would continue to work with their primary care provider so that one provider was managing this. There were no further complications reported.

Manufacturer narrative:
Correction to change product event to malfunction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information from the rep and the doctor indicated that the CT scans came back normal, while the balance issues and "inner-ear thing" were unrelated to the device/therapy as well. Therefore these codes will be omitted from the record. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported the doctor and the rep saw the patient. They said that the therapy impedances were normal, and therapy was delivered. There were high impedances were normal, but not on therapy contacts. The CT scans were normal, programming was fine, and therapy was being delivered as it should be. In terms of the patient having a stroke it was stated that they thought the patient was having ¿an inner-ear thing¿ and had nothing to do with the stimulation. The patient¿s unsteadiness was believing to be from that as well. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that when the hcp was asked about the impedances and they said to defer to the reprogramming done at unn. Da. It wasn't an issue per the rep. There were no further complications reported.